Event description:
It was reported that restenosis occurred. On (B)(6) 2023, a 1.50 mm rotapro, and 2.75 mm x 30.00 mm and 2.25 mm x 30.00 mm agent dcb balloons were used at the proximal to mid left anterior descending (lad). On (B)(6) 2024, restenosis was noted in the lad. The proximal to mid lad was treated with a 2.50 mm intravascular lithotripsy (ivl) balloon, followed by the placement of 3.00 x 24 mm and 2.50 x 28 mm synergy drug eluting stents.